Event description:
It was reported by svc report that the brakes had force deficiency, and foot-end cam bolts were backing out. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bolts loosening from brake cams.